Event description:
Procedure type: colon resection. According to the reporter: the device locking mechanism broke. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 02/04/2008.